Event description:
It was reported that the patient experienced pericardial effusion. The lead was repositioned without further event on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.